Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated she feels that the stimulator has moved. The patient wanted her healthcare provider (hcp) to take a picture of the ins to check it.